Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the induction testing, the 31j did not convert the arrhythmia. An error message was present indicating an open circuit due to high out of range shock impedance measurements. A second 41j shock was delivered which did not convert the arrhythmia. An external shock was delivered to rescue the patient. Boston scientific technical services (ts) recommended an immediate revision of the lead system and connection to the device header. System engineers reviewed the data set and confirmed that the open circuit condition occurred because the shock impedance measurements were saturated. Engineers confirmed that there were no other faults or error codes in the device memory. The device appears to be functioning normally. A revision procedure was performed which visually confirmed a partial lead fracture. The system was tested excluding the proximal coil and all testing was appropriate. Therefore, no changes were made to the system. No additional adverse patient effects were reported.